Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with pump stops. Device logfiles were reviewed by abbott corp and driveline fracture confirmed. Abbott engineers performed a splice repair of the external driveline. Patient was monitored 24 hours following splice for return of alarms.